Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and associated right atrial (ra) lead triggered a lead safety switch due to an out of range pace impedance measurement. Noise was also noted. Requests for additional information have been made; no additional information has been received. There were no adverse patient effects reported.